Manufacturer narrative:
The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse reported that the flow sensor assembly was replaced, and then the issue was resolved. The gas delivery system (gds) assembly was received for failure investigation (fi). The investigation concluded that a defective component (u1) on the air flow sensor pcba was the cause of failed air and oxygen flow accuracy test.

Event description:
An out of specification oxygen flow was reported. The reported issue was discovered during periodic maintenance (pm). There was no patient involvement.